Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical specialist reported an anterior capsular post phacoemulsification during a laser assisted cataract procedure in the left eye. Surgeon identified an area of micro adhesions. However, the tear did not occur in that area. Surgeon stated that he believes the laser contributed to the tear.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).